Event description:
A hospital in (B)(6) reported that two opt312 optiflow junior interfaces were leaking. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint optiflow junior cannula is expected to return to fisher & paykel healthcare (B)(4) but has not yet arrived. A follow up report will be provided upon completion of our investigation.